Event description:
The customer called for assistance with the programming of a replacement insulin pump. The customer then stated that she was at the hospital due to a car accident. The customer did not want to provide further information about the accident.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.